Event description:
It was reported that the patient was not receiving therapeutic drug effects. The catheter was replaced due to catheter breakage. It was further reported that the catheter had appeared to be broken at the anchor site. The patient outcome was noted as the pump was programmed to deliver a daily dose of 0.3609mg/day. The pump was being used to deliver hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter found the catheter body was broken. Analysis also found a user related hole on the catheter body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.